Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology was reported as severely tortuous and calcified. It was reported that the patient expired within 24 hours due to an intestinal infarction. It was noted that the intestinal infarction was likely a consequence of hemodynamic shock which was the medical condition at the time of the index procedure.